Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had pain, clicking, instability, elevated metal levels in blood; and ability to walk and move has been inhibited, requiring use of cane and scooter after asr hip implant.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges patient had pain, clicking, instability, elevated metal levels in blood; and ability to walk and move has been inhibited, requiring use of cane and scooter after asr hip implant. **update** ((B)(4) 2013) - patient fact sheet was received. The dor (right) has been updated. There is no new information that would change the outcome of the investigation. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. There is a discrepancy with the dor for the right side. Part and lot have been identified by patient sticker sheet. The complaint and associated mdrs were updated.

Manufacturer narrative:
This complaint is considered closed.